Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site as it remains implanted. Therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided. If implanted, give date: unknown, not provided. If explanted, give date: not applicable as there is no indication that the lens was explanted. (B)(6). This report is being filed on an international product, intraocular lens (iol) model number pcb00v that has a similar product distributed in the united states, iol model no. Pcb00, which falls under PMA (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the haptics of an intraocular lens (iol) were stuck to the optic after insertion into the eye. Reportedly, the haptics unfolded with difficulty, despite pre-wetting with bss (balanced salt solution). There were no complications for the patient and the lens remains implanted. No further information was provided.